Event description:
The venefit procedure was performed and the target vessel did not appear to have been treated with the device. There was no injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.